Event description:
It was reported by a customer complaint that the pt was treated in ER for high blood sugar (390) and large ketones. It was reported the pt's family member was not able to get the pt to drink enough fluids so they went to the ER. The reporter stated that at the ER the cartridge was found to be leaking insulin. The reporter did not know the lot number of the alleged leaking cartridge. The device will be returned for eval; however as of the time of this report the reporter has not yet returned the device to the MFR.